Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 693565 implantable tachy lead 2011-(B)(6); d314drg implantable cardioverter defibrillator (ICD) 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient had a systemic infection and the implantable cardioverter defibrillator (ICD) system was removed. The source of the infection is not known. No further patient complications have been reported as a result of this event.